Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. She performed two comparisons with her subject meter, one against her doctor's meter and one against her husband's meter, both done within 30 minutes of each other. However, she stated that she could not recall any of the values obtained but felt her subject meter was inaccurately higher. The patient reported that she manages her diabetes with humulin (insulin pump) and due to the alleged high glucose results she denied making any changes to her usual treatment. The patient stated that on several occasions when she got a high result, she felt asymptomatic before she got an overdose amount of medication from the pump in response to the high results. She claimed everytime "soon after" receiving the treatment, she would feel "sweaty", which she associated to a low blood glucose state and would need to treat herself with a glucose tab and orange juice. During the initial call with customer service, the agent noted that the patient was using an approved sample site, a proper testing technique, and correct unexpired strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 (09/26/2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.